Event description:
It was reported that the patient passed away due to sepsis and multiorgan failure. The device was operating as expected and the outcome was not device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists adverse events, including sepsis and multiple types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Although only sepsis was reported, the IFU lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection. The IFU also provides the suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.